Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, route and drug name not reported) for peritonitis. The patient was not retrained on aseptic technique as they were going to be withdrawn from peritoneal dialysis therapy. At the time of this report, the patient had recovered from peritonitis. No additional information is available.